Event description:
Information was received that a smiths medical parapac plus ventilator is delivering constant pressure output and does not cycle.

Manufacturer narrative:
Device evaluation: one pneupac device was received for investigation in fair condition. Upon immediate inspection, it was found that the device appeared to be dropped as the faceplate was bowed out and frequency, tidal volume, and the peep knob were not aligned correctly. The ventilator was then connected to 50 psi o2 to input and gas was continually flowed from patient port. The continuous gas flow confirmed the customer reported issue. Next, the top cover was removed for further inspection. One of the three timer valve cap tabs were found inside device as it had broken off of the assembly. Based on the investigation, the complaint was confirmed. The event problem source was as a result of user interface.